Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the patient was originally treated for. Two devices were implanted on (B)(6) 2009. Boston scientific's advantage device was also implanted on this date. The complaint via the attorney was that the patient suffered an unspecified injury. It is not known when the event occurred. It is not known what the patient's current condition is. No information has been confirmed by a health care professional.

Manufacturer narrative:
One device, pn 830-247, lot # 0803031, manufactured on 04/16/2008 with an expiration date of 12/31/2012 was implanted on (B)(6) 2009. The device history record for this lot was reviewed and everything was in order. A second device, pn 830-247, lot #1101033, manufactured on 02/11/2011 with an expiration date of 07/31/2013 was implanted on (B)(6) 2009. The device history record was reviewed and everything was in order.